Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The instrument firing knobs were advanced to the clamp up position, and the articulation lever was in neutral position. The instrument firing knobs were fully retracted, and the subject reload jaws opened. The subject reload was unloaded from the instrument. Further functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats lobectomy, after being fired, the device's blade was retracted, but the jaw was not able to open. The jaw of the device locked on the tissue, the lung was resected and the device was pulled back through the port. A new device was opened to complete the case. There was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after being fired, the device's blade was retracted, but the jaw was not able to open. The jaw of the device locked on the tissue.